Event description:
The customer reported the system displayed a filament regulator error message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A filament calibration was completed. The system was then found to be operating as intended.